Event description:
The event involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger where the customer reported that the cisplatin 47 mg in 500 ml of 0.9% sodium chloride was ordered to infuse over one hour. The chemotherapy started at 2207. The registered nurse (rn) returned to the room to check the patient at 2232 and noted droplets of chemotherapy leaking from junction of secondary tubing and chemolock port. Immediately stopped infusion. The rn observed a small amount of chemotherapy on floor, estimated amt. 30ml. It was cleaned as per protocol using chemotherapy spill kit and cisplatin sds. They were uncertain if the issue may be due to a chemolock or tubing as this is received attached upon delivery. Was patient involvement and no staff or patient required medical attention because of this incident.

Manufacturer narrative:
Received one photo that was shared by the customer, where customer indicated the area where the leaks was coming between the connection between the spiros' male luer and shunt. Received one used sample #(B)(6) for evaluation. As received cisplatin solution residuals was observed inside the set, however no physical damage or anomalies were observed. The set was primed and a leaks between the spinning collar and the blue body was confirmed. After cutting the sample, it was confirmed that the o-ring was offset from the luer post, no damage or deformation were observed on any of the components. Complaint of leaks can be confirmed. The probable cause of the o-ring displacement was during an error during a manual process assembly in manufacturing. The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.